Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. Two used company cartridges were returned. The first company cartridge had a lens partially inserted into the loading area. The lens was upside down and may have been placed in this position for returned. The lens was easily removed from the loading area. The cartridge was microscopically examined. Inadequate viscoelastic was observed in the cartridge. No cartridge damage was observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. The second company cartridge was microscopically examined. Inadequate viscoelastic was observed in the cartridge. No cartridge damage was observed. The cartridge had no evidence of placement into a handpiece. A company iol, 27.0 diopter lens was placed into the loading area with no issue observed. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. The lens returned lens was also examined. The lens was a single-piece natural monofocal lens. The lens appeared to have a very small amount of viscoelastic only on one edge and a small amount of bss on it. The lens was cleaned with klrp. No lens damage was observed. The lens dimension met specification (plan view) using an approved template. A device history record review and a non-conformance review of the reported company lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The lens model and diopter were not provided. It cannot be determined if lens was in qualified diopter range for a company cartridge. It is unknown if a quailed handpiece and viscoelastic were used. The two returned used company cartridges were not damaged. The tips were not split. Topcoat dye stain testing was conducted with acceptable results. The returned lens was not scratched, and the lens dimensions were acceptable. The root cause for the reported loading issues may be related to a failure to follow the instructions for use (IFU). Both cartridges exhibited a lack of viscoelastic. The lens had a very small amount of viscoelastic and a small amount of what appeared to be bss. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. It is unknown if qualified associated products were being used. The IFU instructs: company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, cartridge was splitted and scratched lens. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).